Event description:
It was reported via repair work order found that the chair was unable to engage stairs due to a detached patient left track and a loose patient right track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.